Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on october 2, 2019. It was reported that on (B)(6) 2019, the patient had reprogramming to optimize therapy. Then, on (B)(6) 2019, the patient started having severe pain in their left foot. They turned off adaptive stimulation and increased the intensity from 2.4 milliamps (ma) to 2.7ma, which resolved the pain. The patient then lowered the intensity from 2.7ma to 2.0ma before bed, and on (B)(6) 2019, the pain had returned. They tried increasing the intensity to 3.4ma but the pain would not go away. During the call with patient services, it was confirmed that stimulation was on. Assistance was provided with changing to group b and increasing intensity to 2.6ma; the patient reported they did not feel the stimulation. The patient wanted to move around and see if the changes in programming would help, so they were going to monitor their symptoms and would follow up with the doctor if it didn't resolve. It was also noted the patient would contact patient services if further troubleshooting would be needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for radiculopathy and spinal pain. Information was reported that last thursday the patient was sitting in a restaurant and the patient's pain came back in his left leg and got progressively worse. The patient had their stimulation set at 0.7 ma. The patient kept increasing it and then started to feel paranesthesia in his left leg and left foot. The patient got home that night and turned it off and it seemed to "work fine", and then the patient stated at noon the next day it started "acting up again". The patient stated he contacted his doctor's office on thursday and he has not heard back. The patient stated he had the ins on and tried to walk to the mailbox and the ins/stimulation made the patient weak and he felt pain like he hadn't had before. The patient stated the ins has a mind of its own. When the patient was asked to clarify he said he can't lower it, raise it and when he turns the ins off with his remote it doesn't actually turn off. The patient feels the ins is bleeding electricity. The patient was redirected to follow up with their healthcare provider (hcp) to address the issue. No further complications were reported. No additional patient symptoms were reported.